Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented for a generator change out. Rv lead exhibited externalized conductors under fluoroscopy. No electrical anomalies were noted. The lead was capped and replaced. The patient is doing well post-procedure.